Manufacturer narrative:
Manufacturer's investigation conclusion: incidental finding: superficial jacket damage. The reported event of connect to power alarms was unable to be confirmed. A review of the log files, extracted from pcx-12952, contained data spanning approximately 2 days (02jul2023 ¿ 03jul2023 per timestamp). All of the captured data appeared to show the mobile power unit (mpu) operating as intended. Connect to power alarms were not active throughout the log files. The heartmate mobile power unit (s/n: (B)(6)) was evaluated at the service depot. The unit was functionally tested and passed without issue. The mpu was connected to a mock loop and ran for several days as intended. The mpu was forwarded to the product performance engineering (ppe) group for further analysis. The forwarded mpu was reconnected to a mock loop. The associated returned system controller (s/n: pcx-12952) was connected and disconnected from the patient cable several times without issue. The patient cable was flexed and manipulated; however, no alarms activated. The patient cable underwent continuity testing and passed without issue. No atypical alarms were reproduced throughout testing. Multiple attempts were made to obtain additional information from the customer regarding the event; however, no additional information was provided. A root cause for the reported event was unable to be conclusively determined through this analysis. Device history records were reviewed and showed no deviations from manufacturing or quality assurance (qa) specifications. Heartmate ii instructions for use section 7 ¿ ¿alarms and troubleshooting¿ and heartmate ii patient handbook section 5 ¿ ¿alarms and troubleshooting¿ addresses how to properly interpret and troubleshoot all system alarms, including power cable disconnect alarms. Heartmate ii instructions for use section 8 - ¿equipment storage and care¿ and heartmate ii patient handbook section 6 - ¿caring for the equipment¿, explain how to properly care for the equipment, including the mpu and the patient cable. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Related MFR #2916596-2023-05345. It was reported that the patient had a set of batteries that was only lasting 4 hours compared to 10-12 hours in the past. It was noted that the patient had 8 new batteries in the last 9 months. New clips were given in (B)(6) 2023. The patient also mentioned that they would hear a connect to power alarm within the first 5-10 minutes of laying down in bed for the night while connected to the mobile power unit (mpu). The patient was asymptomatic with the alarms. Log file review found lower than expected supply voltages while connected to the mobile power unit (mpu), indicating an issue with the mpu power cable. Atypical fluctuations in the recorded voltage of the black power lead were also noted while connected to battery power. It was noted that the battery connected to the black power lead usually drained faster. A controller exchange was performed.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.